Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that" they can feel the wire of their implant between their breasts." The rv lead remains in use. No patient complications have been reported as a result of this event.